Event description:
It was reported that the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes and noise. The sensing vector was programmed to the primary vector at the time of the shocks. The system was implanted this past february, and a left ventricular assist device was implanted later. Technical services reviewed the electrograms and advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted.